Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
Information was received from a healthcare provider, a friend or family member and the patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient¿s recharger is not working. The patient stated that they are getting stimulation and the programmer is working. The recharger issues were reported again by the patient¿s wife, and nurse. It was not made clear what the problem was. There was no troubleshooting possible as there was no access to the product. The patient reported that they were admitted to the hospital. The time and cause of the hospital admittance was not reported. A request was made to have a manufacturing representative assist the patient in person and check the device. The callers were put in contact with national answering service to get in contact with a manufacturing representative. No complications or further complications were reported. Follow up information received from the healthcare professional (hcp) reported that the recharger issue was resolved, and that the cause was that the device was not plugged in correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.